Manufacturer narrative:
(B)(4). Date sent: 3/14/2024. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 28520 number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Additional information: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : blank => no.

Manufacturer narrative:
(B)(4), date sent: 2/13/2024. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: new log line 1: event details start date: (B)(6) 2023. Alert date: (B)(6) 2024. Country of event: us. Model: lxmc16. Device lot number: 28520. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient details patient identifier: (B)(6). Sex: male. Age (at time of consent): 67 years. Additional event details site awareness date: (B)(6) 2024 end date: (B)(6) 2024. Severity: mild. Is the adverse event serious? No. Death: no. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention: no. Led to fetal distress, fetal death or a congenital abnormality or birth defect: no. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2023. Diagnostic intervention: no. Diagnostic imaging: yes. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. Outcome: recovered/resolved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: blank. (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. Additional information: updated log line: 1. Updated: severity: mild. Moderate.